Manufacturer narrative:
(B)(4). Batch # m53k2n. The analysis results found that the tlc75 device was received non sterile and with the anvil tip loose and with reload loaded in the device. Due to the condition of the device no functional test was performed. While no conclusion could be reached as to how the damage to the device occurred. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that a white piece of the device was found lying in the bottom of the package. No further details are known at this time. There was no report of adverse consequence to the patient.